Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the implantation, the patient became aware that the filter was embedded and was irretrievable. No attempts to retrieve the filter were documented. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty and filter embedment events could not be confirmed and the exact cause could not be determined. The trapease vena cava filter is designed for permanent implantation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the inferior vena cava (ivc) filter became embedded and it is irretrievable.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis in the right lower extremity, a tube in the right side of his chest and esophageal cancer. Immediately prior to the index procedure, deep vein thrombosis was noted in the right common femoral vein, as such a left femoral vein approach was selected. The dilator and sheath were then advanced and positioned at approximately the l3 vertebral body, below the renal veins. There was an attempt to shoot a cavogram through the dilator. However, this did not visualize well and a second attempt was made through the sheath. It was also difficult to visualize, but was noted to be above the bifurcation. A third attempt was made using an angled catheter to try to determine the level of the renal veins. The record states that because of the patient's large size it was difficult to tell, but clearly they were above the bifurcation and well below the renal vein. This was at approximately the l3 vertebral body. The guide wire was then introduced through the catheter; and the catheter removed. The dilator and sheath were then advanced again over the wire and re-positioned. The dilator was then removed; and the filter then loaded into the sheath. The obturator was used to position the filter at the correct location. The filter was then deployed by retracting the sheath over the obturator. The filter was in an excellent position within the inferior vena cava below the renal veins. The patient tolerated this aspect of the procedure well. During the same approximate time of the index procedure an endotracheal tube was replaced with a tracheostomy tube. Later that day, imaging was conducted. It revealed mild left lower lobe atelectasis and borderline cardiomegaly.   As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of right lower extremity deep vein thrombosis (dvt), a right-sided chest tube and esophageal cancer. The patient presented to hospital with a dvt in the right common femoral vein. Pre-implant venograms were performed to determine the level of the renal veins were limited due to the patient¿s large size. The physician did however note that it was clearly above the iliac veins and well below the renal veins. The filter was implanted via the left femoral vein and placed in an infrarenal position at the approximate level l3 vertebral body. The patient is reported to have tolerated the procedure well. At some point after the filter implantation, the patient became aware that the filter had become embedded and was irretrievable. The patient is reported to have undergone an unsuccessful filter retrieval attempt. The patient further reported having experienced continuous discomfort and mental anguish associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter embedment could not be confirmed and the exact cause could not be determined. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the patient profile form (ppf) states that there was an unsuccessful removal attempt. The form also states that there has been no attempt to remove the device. The patient continues to experience discomfort and mental anguish. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had become embedded and was irretrievable. The patient is reported to have undergone an unsuccessful filter retrieval attempt. The patient further reported having experienced continuous discomfort and mental anguish associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty and device embedment events could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted approximately three months and twenty-five days after implantation. The trapease vena cava filter is designed for permanent implantation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.